Event description:
I have been experiencing pain in my chest and arms since my implants, starting (B)(6) 2006. In (B)(6) 2018, my right mcghan saline implant ruptured. I have been confirmed to have a capillary contracture. FDA safety report ID# (B)(4).